Manufacturer narrative:
On july 30, 2021, the mentor failure analysis lab received the device for evaluation. Mentor also became aware that the suspect medical device was an unknown gel implants textured. On august 11, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the gel textured, 250 cc breast implant was found to be ruptured. In addition, an area of siltex cracking within the rupture was noted. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast ptosis, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone primary breast augmentation with two unspecified mentor gel implants, suffered unspecified problems with the left breast, breast ptosis, and suspected bilateral breast implant ruptures, post-procedure. As a result, the patient underwent revision surgery on (B)(6) 2021. During the surgery, it was confirmed that the implants were indeed ruptured. Subsequently, both implants were removed, and an old left breast hematoma was also removed. Bilateral mastopexy, bilateral partial capsulectomies and replacement were performed. The replacement devices were the following: (left) 225cc mentor memorygel breast implant catalog: 3502254bc lot: 9588348 sn: (B)(4) and (right) 225cc mentor memorygel breast implant catalog: 3502254bc lot: 9588348 sn: (B)(4). This medwatch form is for the right breast prosthesis.